Manufacturer narrative:
The device has been received. Investigation is not complete.

Event description:
Device malfunction: difficult to position/difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: foreign body removal. It was reported that a patient was admitted for balloon angioplasty of an intra-stent restenosis of a previously implanted acculink (implant date unknown). The physician attempted to place the accunet, however, the tip would not pass through the stent. It was decided to withdraw the accunet. The accunet guidewire tip became entrapped with the acculink or with the plaque. "The accunet catheter and the entire system was withdrawn without consequences to the patient." A spartacore was advanced and a catheter balloon was used to complete the procedure. No additional information available.